Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the lead was sticking out of the patient's spine at the horizontal incision site. The patient noticed this issue a couple of weeks ago. No trauma or falls were reported. No patient symptoms were reported. Indications for use include non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.